Event description:
As reported by a sales representative an unk optease vena cava filter was implanted upside down two years ago. "Now it is found that the struts on the filter fractured, and the product migrated somewhere in the patient's body". Where the device has migrated and the reason for implanting the device is unk. Requests for more information have not been answered.

Manufacturer narrative:
The sterile lot number for the device is unk, therefore, a device history report review could not be conducted. Without procedural or follow up angiography films it is not possible to confirm the reported complaint. Based on the available info, procedural factors may have contributed to the reported event, vena cava filters are not intended to be implanted upside down and if implanted in such a manner would necessitate removing it by an antegrade approach. Implanting a device upside down would allow for migration because, the barbs on the device that are intended to prevent migration would not be able to grasp the vessel walls.